Event description:
It was reported and learned through medical records that a patient with a 27mm 3300tfx aortic valve implanted in the pulmonary position for two (2) years, 11 months, underwent valve-in-valve procedure due to severe pulmonary regurgitation (pr). The patient presented with symptoms of nyha class ii heart failure. Tpvr was successfully performed with a 26mm 9600tfx transcatheter valve. Per medical records, tte seven (7) months post initial pvr demonstrated moderate pulmonary regurgitation and enlarged rv. The cardiac MRI at 20 months post pvr showed pulmonary regurgitation was severe. The patient presented now with symptoms or fatigue and exercise intolerance (nyha class ii). Echo demonstrated showed severely enlarged rv/ra and severe pr.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. It was reported and learned through medical records that a patient with a 27mm 3300tfx aortic valve implanted in the pulmonary position for two (2) years, 11 months, underwent valve-in-valve procedure due to severe pulmonary regurgitation (pr). The patient presented with symptoms of nyha class ii heart failure. Tpvr was successfully performed with a 26mm 9600tfx transcatheter valve. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. The most likely cause is patient factors, including implant in off-label position.